Event description:
Customer reported an issue with updating time, personal profile, or biq/ciq settings, including sleep schedules. Blood glucose level was reported as "high," indicating it was out of the normal range. Customer addressed high blood glucose by administering a correction bolus via the pump and a correction injection via mdi without third-party assistance. Technical support assisted the customer in updating the bolus ¿ insulin duration setting and advised contacting the healthcare provider for further guidance, which the customer acknowledged.